Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "autofill failure/blood back". This event occurred during cleaning , maintenance of equipment in clinical engineering. A getinge field service engineer (fse) had carried out the inspection on the cardiosave as requested and it was being found that when performing the command for operation , it showed an autofill failure. After analysis , it was being found that the pim module and the safety disk were removed from the cardiosave which is already waiting for a part and placed for the equipment to work , tests were carried out in service mode and all parameters had passed normally. The equipment remained in use with the simulator for 2 hours and it did not show any abnormality in its operation. There was no involvement of the patient.

Event description:
N/a.

Event description:
It was reported that during cleaning and maintenance of equipment in clinical engineering of cardiosave intra-aortic balloon pump (iabp), when performing the command for operation, an autofill failure was found. After analysis it was found that the pim module and safety disk were with blood due to a possible leakage of the catheter. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the customer requested immediate inspection of cardiosave intra-aortic balloon pump (iabp). When performing the command for operation, an autofill failure was found. After analysis it was found that the pim module and safety disk were with blood due to a possible leakage of the catheter.